Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2020-02799. It was reported that patient experienced headache due to cerebrospinal fluid leakage during a lead revision procedure. The physician performed a blood patch. The entire system was explanted and the revision aborted. Patient¿s symptoms have resolved.

Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system